Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), a blood-back and gas loss errors were observed in the cardiosave intra-aortic balloon pump (iabp) fault logs. It was also reported that the fse observed blood back in the pim tubing. The fse that encountered the issue found that the blood back affected the pim and safety disk. The replaced the pneumatic module assembly (0997-00-1178). The fse performed a pm with full calibration, functional testing, and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had blood-back and gas loss errors which were observed in the fault logs. It was also observed that blood-back in the pim tubing. There was no patient involvement.